Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The affiliate reported via email this same failure also reported on (B)(4), the suture broke as the knot stack was being tensioned after the knot has been locked. It had been passed using the arthrex suture lasoo 25 degrees. This was done using correct technique, ie using a knot pusher throughout. Additional information received via email from the affiliate on 5-11-2017. Procedure was arthroscopic stabilisation, and to the best of his knowledge the anchor stayed in however rep was not present in case. The knot manipulator was used as technique, and an extra anchor was used to complete the procedure. Delay would have been no more than 10 mins, and no patient consequences have been reported. No further information will be forthcoming.